Event description:
It was reported that the pharmacist programmed the pump for 20 ml/hr versus 2 ml/hr. Patient was stable at the time of reporting ((B)(6) 2020). Upon request, after walkmed emailed the pharmacist, they were given the instructions on proper procedure of moving the decimal in the programming settings.